Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the g6 ios smart device. However, data for the g6 android smart device was provided for evaluation. It was determined that loss of connection was related to the mobile application. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.